Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test error, displacement test due to failed battery test alarm.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. When putting battery cap all the way down the pump goes blank leaving the cap screwed in half way has the pump working but going through batteries every three days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.